Manufacturer narrative:
(B)(4).

Event description:
This baclofen pump was returned for analysis with no associated allegation or reported patient symptom. However, analysis revealed a device anomaly.